Event description:
The customer reported that the system displayed an error message on the left monitor when turn on was attempted. Next turn on the system booted normally.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep replaced the s-ram & mother board batteries and adjusted the +5vdc supply. The system is operating normally.